Event description:
The clinical engineer reported that during preventative maintenance (pm) of the device at the user facility, an "eod" error occurred on the heater cooler unit. Since the event occurred during preventative maintenance, there was no pt involvement.